Event description:
The customer's mother reported via phone call that he experienced high blood glucose levels. The customer also received the no delivery alarm when attempting to change the infusion set. The customer's blood glucose was 462 mg/dl. The customer's mother confirmed that the issue did not result in a serious injury or hospitalization. The customer's mother acknowledged that the customer had been sick for a few days causing the higher blood glucose levels. The customer had changed the infusion set prior to the call, and the insulin pump was working fine. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.